Manufacturer narrative:
(B)(4). Applications support manager visited account and checked laser. Laser was gelled. Gel melt and max energy stability confirmed. Line voltage monitor installed. Sidecut retrace confirmed. Field service specialist visited the account and replaced objective assembly, amplifier assembly and pre-beam expander. Rotated 6x lens assembly by 25 degrees. Performed full alignments through out laser system from oscillator through the delivery system. Performed autocorrelation and spot camera. Performed full system verification and testing. System meets amo specifications. Asm visited account again on (B)(4) 2016. Laser had z out of position by 29 um during testing. He addressed this by updating the z offset calibration. Surgeon used laser (B)(6) 2016 with good results. Fss on(B)(4) 2016 optimized encoder led transition to green red green from green amber green to eliminate intermittent z out of position errors. On (B)(4) 2016 asms visited the account for surgery support and after surgeries surgeon was satisfied with results. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that a patient that had intacs corneal implants procedure experienced diffuse lamellar keratitis (dlk) around the intacs and opaque bubble layer (obl).